Event description:
The manufacturer received information alleging no power, not turning on. There was no evidence of smoke and fire when the event was happening. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was visually inspected by the manufacturer and was able to confirm the device does not turn on and burnt pca. The investigation found blower box kit contaminated, CPAP advance w/modem burnt, heater plate kit contaminated, inlet/ outlet seal contaminated. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.